Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to the device exhibiting premature battery depletion (pbd). No additional adverse patient effects were reported. This product is expected to be returned for analysis.